Event description:
Technician alleged that the brakes do not function properly.

Manufacturer narrative:
Technician moved the bed from the unit to the bedshop for brake repair. No further information is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.